Manufacturer narrative:
This report is submitted on june 01, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
It was reported that the patient experienced infection and irritation in 2014 and 2015 (exact dates not reported). In (B)(6) 2016 the patient underwent removal of a benign lesion scalp/hypertrophic scar and subsequently a longer abutment was placed.